Event description:
The device was used during a low anterior resection. Reportedly, the staples did not form properly and the anastomosis was not complete resulting in leakage. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.